Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. There was no reported adverse impact to the customer's blood glucose level. At the time of the report, the contact was not with the customer or the pump therefore no troubleshooting was performed to determine a possible cause of the occlusion alarm. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.